Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a solution administration set. It was further specified that they were unable to connect IV tubing and 0.22 micron filter set safely as the luer lock did not secure the connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The filter was observed through the smart scope and the wall of the port of the filter looks worn. Dimensional testing was performed to the filter, and the results were out of dimension. In an attempt to duplicate the issue, a new filter was forced to enter to the male luer and it was screwed several times to the male luer to determine if the excessive use of force could generate wear in the filter and affect the component dimensions. After the new filter was forced to enter to the luer, it¿s dimensions were measured and found to be out of specification. Due to the result obtained, it can be concluded that after an excess of force is expelled during the screwing of the components, dimensional deviations can occur. During the investigation it was determined that the reported condition is non-manufacturing related. Although the reported condition was verified during the sample analysis there isn¿t enough evidence to determine a cause. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.